Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: the last basal and the last bolus were recorded in pump history on (B)(6) 2013. The pump history shows no alarms outside the range of normal patient use; no activity related to the complaint was observed. The basal and boluses add up appropriately to total the total daily dose. The pump successfully passed a 29hr flow accuracy test. Investigators were unable to duplicate the reported complaint.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that she has been having dizzy spells. The patient reported this happens every three to four days. The patient does not check blood glucose level she just lies down until it passes. The patient's nurse wanted the patient to have pump checked related to the issue. This report is made based on the implied allegation that the patient¿s dizziness may have been related to an unspecified pump issue.